Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: a review of the black box (bb) showed evidence of five call service (cs-052) alarms beginning (B)(6) 2016 at 23:14; deliveries resumed on (B)(6) 2016 at 07:22. On (B)(6) 2016, the bb showed cs-052 alarms at 20:06 & 20:08; deliveries resumed at 20:30. On (B)(6) 2016, the bb showed cs-052 alarms at 13:42 & 15:23; deliveries resumed at 15:33. An ezprime and 24 hr duration test were successfully completed with no call service alarms being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no damage or internal moisture was observed. The complaint was confirmed in the pump history but not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with trace ketones and extreme drowsiness associated with a call service (cs 052) alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cs052 had occurred 3x in 30 days. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of a call service alarm issue.